Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during a biliary stent implantation procedure performed on (B)(6) 2014 in the common bile duct due to middle bile duct stenosis caused by colonic cancer or nodal involvement. According to the complainant, during the procedure, when placing the stent using a guide catheter, resistance was encountered because the guide catheter detached while in the bile duct. Both the stent and guide catheter were retrieved using forceps and the procedure was aborted. It was reported that there was no malfunction with the stent. There were no patient complications related to this device. This event has been deemed a reportable event based on the investigation results; stent kinked.

Manufacturer narrative:
(B)(4) for the investigation result of stent kinked. Stent was loaded on the detached guide catheter when received. Visual evaluation found that the stent was kinked and bent in several locations throughout. A functional evaluation was not performed because the delivery system was not functional. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks in the stent. Therefore the most probable root cause is ¿operational context¿. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.